Event description:
Caller reported cgm error 42 related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process, after which the cgm error code did not reoccur. The caller was able to successfully start their sensor session.